Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays "high check for ketones". This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones." Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when your wake up, before each meal, and before going to bed)."

Event description:
The customer reported that her blood glucose read "high" (>500 mg/dl) less than a day after activating this pod. She removed the device and the cannula was kinked.